Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-03558, 2134265-2012-03559, 2134265-2012-03560. It was reported that following a coronary artery stenting treatment procedure, the patient experienced vasospasm. In (B)(6) 2010, the subject presented with chest pain and was diagnosed with unstable angina (braunwald class ib). The 1st target lesion being treated was located in the proximal left anterior descending artery (prox lad) with 95% stenosis and was 14mm long with a reference vessel diameter of 3.75mm. The physician treated the lesion with pre-dilation and placement of a 3.50x16mm taxus liberte stent. Following post-dilation using a 3.75x8mm quantum maverick balloon, vasospasm was noted. This was treated with 200mcg intracoronary nitroglycerin. Residual stenosis was 0%. The 2nd target lesion was a denovo lesion located in the mid right coronary artery (mid rca) with 99% stenosis and was 18mm long with a reference vessel diameter of 3.1mm. The physician treated the lesion with pre-dilation using a 2.0x12mm apex non-compliant balloon and placement of a 2.75x20mm taxus liberte stent. Following the stent placement, vasospasm was noted which was treated with 200mcg intracoronary nitroglycerin. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).